Manufacturer narrative:
During investigation for unrelated failures, there was 1 instance of tactile changes to the keypad. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the animas 2020 model pump experienced keypad tactile changes. This report was received from investigation on a pump returned for an unrelated issue. There is no associated patient data with this complaint.